Manufacturer narrative:
(B)(4). The customer reported a malfunction. The device was evaluated by a philips field service engineer. The symptom was clarified as the device having a black screen. The energy select switch was replaced to resolve the issue.

Event description:
The customer reported a malfunction.